Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, multiple occlusion alarms occurred and the customer alleged that the insulin gauge displayed an inaccurate fill estimate. Blood glucose was 89 mg/dl. Reportedly, the customer successfully reloaded the cartridge and resumed insulin delivery. The customer declined assistance regarding the occlusion alarms and the fill estimate.